Event description:
Baxter colleague pumps under infusing. During preventive maintenance in past 2 months the dept (clinical engineering) has discovered eleven baxter colleague infusion pumps that are underinfusing by as much as 9% due to a failure in the pumping mechanism. This failure does not result in any alert or alarm and is only discovered during testing. The facility has reports from other hospitals around the world of pumps that underinfuse by as much as 20%. There have been no reports of pt harm due to the problems. The possibility of future pt injury is real and these reports need to be submitted so that the extent of the failures can be tracked. The failures are described by baxter as being caused by cracking of epoxy in the pump mechanism which allows the calibration of the pumphead to drift out of specification.